Manufacturer narrative:
(B)(4). Lab data/test results: (B)(6) 2013 (14:00): troponin I=0.015 ng/ml, upper reference limit 0.045; (B)(6) 2013 (22:40): troponin I=0.529 ng/ml, upper reference limit 0.045; (B)(6) 2013: ck=100 u/l, normal upper limit 232; (B)(6) 2013: ck-mb=10.6 u/l, normal upper limit 5.0. There was no reported device malfunction and the product was not returned. The reported patient effect of intimal dissection, as listed in the trek rx, domestic, coronary stent system instruction for use is a known patient effect that may be associated with coronary interventional procedures. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that there was a type a dissection in the left circumflex coronary artery after predilatation was performed with the 3.0x15 trek balloon. There was no chest pain, discomfort, pressure, tightness, sensation or other chest-pain. No treatment was required and the dissection resolved the same day. The 3.0x18 xience was implanted in the mid left anterior descending coronary artery and a 3.0x23 xience was implanted in the first obtuse marginal coronary artery. The patient had elevated ck-mb one day after the stenting procedure. There was no treatment provided and the patient was discharged home the same day. On 10/14/13 the patient had chest pressure and was seen by a cardiologist who stated that there was nothing wrong. There was no treatment provided. The chest pressure resolved the same day and has not returned. This was considered a non-serious event. There was no additional information provided.